Event description:
It was reported the patient is deceased and died post implant of the implantable pulse generator (ipg) system. It was further reported that the patient lost consciousness after suturing the pocket. The patient had complained of feeling a ¿palpitation¿ during suture removal prior to losing consciousness. The patient became breathless and asystolic. Resuscitation efforts were initiated but were unsuccessful. Additional information noted that every test parameter was within normal limits. An echocardiogram was performed and could not exclude the possibility of hypertrophic obstructive cardiomyopathy. An xray was performed and no perforation, lead displacement or pneumothorax was present but could not exclude the possibility of pulmonary edema. A cerebral computerized tomography scan was complete and no cerebral hemorrhage was present.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).